Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of index surgical procedure. The diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? In what tissue was the needle retained? Other relevant patient history/concomitant medications lot pkbb7bqo is invalid. Please clarify the lot number involved. If applicable, will product be returned, return date, tracking information. What is the physician¿s opinion as the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent abdominal hysterectomy on an unknown date and suture was used. During the procedure, the needle dislodged from thread, resulting in lost needle in sheath with possible complication. The needle was identified on x-ray. The patient was taken back to theatre for needle to be removed. The surgery was delayed four hours as they had to get radiographer in to get xray of the lost needle in the sheath. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/03/2020. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? Age 37yrs, weight 70.4kg, bmi ¿ 28.2. Date of index surgical procedure? (B)(6) 2019. The diagnosis and indication for the index surgical procedure? Pfannestiel incision for lower uterine segment caesarean section. What instruments were used to grasp the needle? Normal needle holder. Where was the needle grasped during use? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. In what tissue was the needle retained? Subcutaneous. Other relevant patient history/concomitant medications? No. Lot pkbb7bqo is invalid. Please clarify the lot number involved. If applicable, will product be returned, return date, tracking information.- correct lot: pkbbzbqo. What is the physicians? Opinion as the etiology of or contributing factors to this event? What is the patients? Current status? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Correct lot: pkbbzbqo is also invalid. Can you clarify the lot involved? Is it possible pkbbzbq0? If applicable, will product be returned, return date, tracking information.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device v359h; pkbbzbq0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.